Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that the injector broke during use destroying the lens leading to prolonged surgery. No further information is available to rayner at this time. Rayner is following up with its german affiliate company to obtain additional information to facilitate further investigation of the event. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 102201304.

Event description:
On 2nd march 2023, rayner received notification from its german affiliate company of an event that occurred duirng use of a rayone aspheric rao600c. The event description provided states that the injector broke during use destroying the lens leading to prolonged surgery.